Event description:
Trizone brush heads...vibrate off - oral-b [device breakage] trizone brush heads...loose on the stem - oral-b [device connection issue] actual brush heads are definitely different to the usual brush heads...counterfeit brush heads - oral-b [suspected counterfeit product] case narrative: male consumer via e-mail stated that the oral-b trizone toothbrush heads were loose on the oral-b toothbrush stem and vibrated off. He suspected they were counterfeit. No injury was provided. 05-aug-2024 follow up via e-mail: the suspect product lot was 99979907. No injury was reported. 08-aug-2024 follow up via digital safety assessment survey: the consumer was an adult male. He did not contact a healthcare provider. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Trizone brush heads vibrate off - oral-b [device breakage] . Trizone brush heads loose on the stem - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit] . Case narrative: male consumer via e-mail stated that the oral-b trizone toothbrush heads were loose on the oral-b toothbrush stem and vibrated off. He suspected they were counterfeit. No injury was provided. 05-aug-2024 follow up via e-mail: the suspect product lot was 99979907. No injury was reported. 08-aug-2024 follow up via digital safety assessment survey: the consumer was an adult male. He did not contact a healthcare provider. No injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.